Event description:
During closing of shoulder, pa notified surgeon that part of the free needle (top of the hole) had broken off and was possibly in the open wound. Surgeon noted the piece was not in the joint. A post-operative x-ray confirmed there were no pieces left in the surgical site. FDA safety report ID# (B)(4).